Event description:
It was reported to the aci sales professional that a patient who underwent an unknown catheterization procedure, in which the mynx device was used to close the access site, expired. It was reported that the patient coded 2 hours post procedure. The groin shot was reviewed and revealed that it was not a high stick and there was no extravasation, however the user facility is suspecting a retroperitoneal bleed (rpb). It was also reported that after the mynx was deployed, there was no bleeding or hematoma observed. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.